Event description:
The patient reported that they didn't think the cardiac resynchronization therapy pacemaker (crt-p) was working. Follow up yielded no further information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.